Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; the device passed all incoming functional tests. Analysis found the lower case and one side cover were broken, one side bail cover was contaminated, and the keyboard was scratched.

Event description:
It was reported that part of the external pulse generator's (epg) lower display was unreadable. The epg has been returned to service. There was no patient involvement.